Event description:
It was reported via repair work order that the head right siderail was stuck in mid position due to a broken latch. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.